Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 24 mg/dl. The customer stated that his sensor glucose readings had been highly inaccurate, which he contributed as the perceived cause of low blood glucose levels. He stated that he experienced a rapid low blood glucose event. He advised that he had not used the sensor feature since the event. The adverse event was documented and nothing further was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.